Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasions exposing the outer coil at 18.6 cm to 18.9 cm from connector pin. The abrasion was consistent with constant friction to another implantable device.